Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that after the implantation of the defective device, pt began experiencing significant pain, constant irritation, and discomfort in the area of his defective device. On (B)(6), 2010, a blood test was performed on pt which revealed a chromium ion level of 8.0 parts per billion (ppb). On (B)(6), 2010, an MRI scan of pt's left hip revealed fluid collections. On (B)(6), 2011, a second blood test was performed on pt which revealed a chromium ion level of 9.6 ppb.